Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a25, lot# n194647, implanted: (B)(6) 2009, product type: lead. Product ID: 3587a25, lot# n194647, implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was a lead revision for an unknown reason. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.